Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Customer reported blood glucose level was "high" on the cgm graph. Elevated blood glucose was addressed with a correction injection via manual injection.